Event description:
On (B)(6) 2025, a patient underwent stent placement using the e-luminexx biliary stent for cia stenosis. It was reported that the about one and half months after placement, the patient experiencing an allergic reaction with a slight rise in neutrophils was reported. A metal allergy is suspected, though the risk of a serious outcome is low. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent are identified in d2 and g4. H11: manufacturing review: the lot history records were performed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. Investigation summary: the stent delivery system sample was not returned for evaluation and photos were not provided which leads to inconclusive results. There was no indication of a manufacturing deficiency. Therefore, the result of this type of reaction may be related to the general condition of the patient. A medical report from a hcp about the particular patient allergies was not part of the event description, there was no report of any irregularities or complication during initial stent placement. The facility reported that they are still investigating the allergic reaction. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk. Based on the instruction for use complications and adverse events associated with the use of the e-luminex vascular stent may include the usual complications associated with endovascular stent and other stents, which includes allergic reaction. The instruction for use state: persons with allergic reactions to nitinol (nickel, titanium) and/or tantalum may suffer an allergic response to this implant. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.